Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had high thresholds. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4965 implanted: (B)(6) 2011, implanted: (B)(6) 2007. (B)(4).